Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported; "orif for trochanteric fractures of the femur. The nail broke because the bones did not heal."

Event description:
As reported; "orif for trochanteric fractures of the femur. The nail broke because the bones did not heal."

Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿the following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or non-union of the fracture site. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, one of the probable causes of the failure is non-union. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.